Manufacturer narrative:
Additional information: d4, h4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received from healthcare provider via distributor regarding a patient underwent spinal therapy. Pre-op diagnosis of patient was adolescent idiopathic scoliosis. It was reported that, patient had some mild increase in pain nearly for 4 months after the surgery. Set caps did not hold the rods as needed. The rod came out of the set cap and screwhead after the surgery. X-ray performed on (B)(6)2025 shows rods no longer held by original construct at l3. The levels implanted were t3-l3. Procedure/technique performed during initial surgery was adolescent idiopathic scoliosis surgery. Patient underwent revision surgery, and the reported products were explanted. There were no further complications reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.